Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have the right ventricular automatic threshold (rvat) test in programmed amplitude or suspended. Technical services (ts) noted intermittent loss of ventricular capture. Further review was recommended. No adverse patient effects were reported. This device remains in service.additional information was received that high capture thresholds were also observed. No adverse patient effects were reported. This device remains in service.